Manufacturer narrative:
(B)(4). As per the additional information reported on 25jul2023, no air entered the vasculature and the leakage was found during blood and saline flushing. The complaint of juncture hub leaked in use was able to be confirmed by the photos and videos as they revealed a leakage at the distal end of the juncture hub near the catheter body. However, full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and a potentially relevant finding was identified for which investigations has already been initiated to address the issue of a manufacturing defect, which lead to a juncture hub leak. Without the device available for analysis, it could not be determined if the failure involved with this complaint was the same defect as the failure mode from the finding. Without the device to evaluate, the appearance of the defect cannot be verified. Therefore, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the PICC line was found to be leaking near the hub of the catheter. It was found during patient insertion. There was no patient harm or complications, but therapy was interrupted. Patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the PICC line was found to be leaking near the hub of the catheter. It was found during patient insertion. There was no patient harm or complications, but therapy was interrupted. Patient was reported as fine post the procedure.